Event description:
(B)(6) - patient informed account open wound and painful, mupirocin bid, otc ibuprofen and lidocaine cream. (B)(6)- patient report to account that it was painful not improving.

Manufacturer narrative:
A review of system data was completed and found no issues with the system that would have caused the adverse evemt.